Event description:
On 2016-03-09, additional information indicated that the pump was used to deliver compounded baclofen (lot number unknown) 2880mcg/ml at a dose of 2200mcg/day. The pump's indication for use (IFU) was dystonic cerebral palsy. The patient was not exposed to any emi or environmental influences. On (B)(6) 2016, the patient was given oral medications. On (B)(6) 2016, the pump was explanted and replaced and the issue was resolved and the patient was receiving effective therapy. The pump was being returned for analysis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in australia who was receiving baclofen 2880 mcg/ml; unknown dose and midazolam 200 mcg/ml; doses unknown via an implantable pump. The date of the event was (B)(6) 2016. It was reported the pump was alarming. The alarm was first heard early morning on (B)(6) 2016. The logs were read and a motor stall occurred (B)(6) 2016 04:22 am and motor stall recovery occurred (B)(6) 2016 08:23am. The patient experienced a return of symptoms. The patient was admitted to the hospital and given oral baclofen. The issue was not resolved and the patient status was alive with injury noted as suffering withdrawal from intrathecal baclofen. The patient's concomitant medications and medical history were not obtainable. Surgical intervention was not performed but unknown if planned. The cause of the event, interventions, type of baclofen, doses, lot number, indication for use, patient outcome, and resolution were not reported. This information was requested, but was not available as of the date of this report. Should additional information be received a supplemental report will be filed.